Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection, seroma-late, and capsular contracture.

Event description:
Patient reported right side "suspicion of infection in the breasts, as they were very swollen and stiff, also informed that patient had fever." Additional information noted patient continues to have pain, ultrasound report noted a small amount of liquid around breast and MRI concluded signs suggestive of capsular contracture baker grade unknown. "This has left the patient very worried and anxious", "patient is very concerned". The device remains implanted.

Manufacturer narrative:
Fi summary for infection: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Review of sterilization and seal strength records did not identify any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. Environmental monitoring and bioburden monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Additional, changed, and/or corrected data.

Event description:
Patient reported right side "suspicion of infection in the breasts, as they were very swollen and stiff, also informed that patient had fever." Additional information noted patient continues to have pain, ultrasound report noted a small amount of liquid around breast and MRI concluded signs suggestive of capsular contracture baker grade unknown. "This has left the patient very worried and anxious", "patient is very concerned". Healthcare professional later confirmed "baker grade IV capsular contracture." The device remains implanted. Patient was treated with antibiotics.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.